Event description:
It was identified during the periodic review of the programming history database that the patient had high impedance on a system diagnostic test. Multiple system diagnostic tests had high impedance with intermittent system diagnostic tests with impedance values in normal limits. The device had already been programmed off prior to the high impedance and was programmed back on to minimal settings before being programmed back off on the next visit. No further relevant information has been received to date.